Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced adhesions, abscess, fistula, and mesh erosion. Post-operative patient treatment included exploratory laparotomy, small bowel resection, excision of entero mesh fistula and primary repair of ventral hernia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, bowel removal, fistula, and mesh erosion. Post-operative patient treatment included revision and removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced pain, infection, recurrence, hematoma, inflammation, obstruction, bleeding, seroma, perforation, did not fully recover, adhesions, abscess, fistula, and mesh erosion. Post-operative patient treatment included mesh removal, bowel removal, exploratory laparotomy, small bowel resection, excision of entero mesh fistula, medication, and primary repair of ventral hernia. Relevant tests/lab data: 23 apr 2009: liver biopsy with diagnosis of steatosis, about 30%. Pathology report notes patient continues alcohol ingestion and the changes seen in the biopsy are consistent with the process of chronic rejection. 24 apr 2009: mrsa screen, naso pharyngeal, final report: no mrsa isolated. 09 may 2016: small bowel and excised mesh specimens. Final report: a. Small bowel resection- small bowel with multiple serosal adhesions, mucosa within normal limits; b. Additional tissue, station l. Hernia- fibroadipose tissue, benign.

Manufacturer narrative:
Additional information: b5, b7, e1(facility name, street 1, city, region, postal code), g1(manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes, device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced pain, infection, recurrence, hematoma, inflammation, obstruction, bleeding, seroma, perforation, did not fully recover, adhesions, abscess, fistula, chronic rejection and fibrosdipose tissue, and mesh erosion. Post-operative patient treatment included mesh removal, bowel removal, exploratory laparotomy, small bowel resection, excision of entero mesh fistula, medication, and primary repair of ventral hernia. Relevant tests/lab data: (B)(6) 2009: liver biopsy with diagnosis of steatosis, about 30%. Pathology report notes patient continues alcohol ingestion and the changes seen in the biopsy are consistent with the process of chronic rejection. (B)(6) 2009: mrsa screen, naso pharyngeal, final report: no mrsa isolated. (B)(6) 2016: small bowel and excised mesh specimens. Final report: a. Small bowel resection- small bowel with multiple serosal adhesions, mucosa within normal limits; b. Additional tissue, station l. Hernia- fibroadipose tissue, benign.

Manufacturer narrative:
Additional info: a4, b5, b7, h4, h6 (imf code, updated ime e2402 to include: "steatosis"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced steatosis, pain, infection, recurrence, hematoma, inflammation, obstruction, bleeding, seroma, perforation, did not fully recover, adhesions, abscess, fistula, chronic rejection and fibroadipose tissue, and mesh erosion. Post-operative patient treatment included liver biopsy, mesh removal, bowel removal, exploratory laparotomy, small bowel resection, excision of entero mesh fistula, medication, and primary repair of ventral hernia.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced steatosis, pain, infection, recurrence, hematoma, inflammation, obstruction, bleeding, seroma, perforation, did not fully recover, adhesions, abscess, fistula, fibrosdipose tissue, <(>&<)> mesh erosion into small bowel with a small pocket of stool collecting and localized under mesh. Post-operative patient treatment included liver biopsy, excision of entero fistula, mesh removal, bowel removal, exploratory laparotomy, small bowel resection, medication, and primary repair of ventral hernia.

Manufacturer narrative:
Additional info: a4, a5a, a5b, b5, g1, <(>&<)> h6 (patient codes, ime e2402: did not fully recover). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, bowel removal, fistula, and mesh erosion. Post-operative patient treatment included revision and removal surgery.